Event description:
It was reported the patient experienced a shocking or jolting sensation. The patient was reprogrammed and had no further reports of strong stimulation. X-rays were taken, but no results were reported. No other outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.